Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 700cc mentor memorygel breast implants, suffered spontaneous bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via an MRI. As a result, the patient underwent bilateral capsulorrhaphy, bilateral removal and then bilateral replacement on (B)(6) 2021. The capsules were described to be abnormal and were sent to pathology. The replacement devices were the following: (right) 800cc mentor smooth round moderate plus profile saline catalog: 3502800 lot: 9550486 sn: (B)(4) and (left) 800cc mentor smooth round moderate plus profile saline catalog: 3502800 lot: 9550486 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant was reported under mrn: 1645337-2021-03145.